Event description:
Customer reported that the insulin pump has a frozen screen on the low reservoir screen. Customer also reported that 3 buttons are not responding blood glucose value is 176 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage keypad trace. No frozen screen noted. The device was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.